Event description:
It was reported that a spectrum pump alarmed multiple false upstream occlusions. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, the reported issue could not be reproduced. Evaluation found the upstream sensor reading to be out of specification and it could not be calibrated. A review of the event history log revealed multiple 'upstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.